Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, without receipt of the device, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.